Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump seems not delivering a bolus and her blood glucose was 52mg/dl. The husband stated that the customer had eaten over an hour and half ago. Suggested the caller to give her juice, soda, or candy. Days later, the doctor called back and stated that he customer had low blood glucose of 33mg/dl at one point. The doctor also stated that she was getting too much insulin. He mentioned that the customer is in a stage of terminal illness and has been on prednisone. It was stated that the customer had lost some weight recently due to the chemotherapy. Called back the doctor to get the settings, and then the customer was called to assist her with changing the settings. During the call, the customer stated that she passed out and the paramedics were called. The blood glucose reading at the time was 33mg/dl, and her blood glucose was treated with a glucagon shot. No further information was provided.